Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, the cgm was consistently above 350 mg/dl on the insulin pump and dexcom app, while the bg showed a high value (no specific value was provided). The patient was dehydrated, very thirsty, and feeling unwell. Although no medication or treatment was provided initially, his son took him to the hospital. There, the blood glucose measured either 465 or 565 mg/dl (patient could not recall), while the cgm continued to read above 350 mg/dl. The patient received IV insulin and was monitored. After 5-6 hours, his bg dropped to around 140 mg/dl and the patient was discharged. Although he still did not feel completely better, he reported that his bg was within normal range and subsequently replaced the sensor. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.